Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's sensors were not lasting the full six days. The insulin pump alarmed calibration error and weak signal. The insulin pump went into threshold suspend when the insulin pump alarmed of a low sensor glucose level. The insulin pump was alarming her blood glucose level was 44 mg/dl while she was sleeping. However, she did not believe her blood glucose level was that low because she woke up with a blood glucose around 300 mg/dl. The device was not returned.